Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed with no anomalies found. Visual analysis noted apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2007. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular lead was fractured at the collar bone near the suture sleeve. The lead had high threshold, no capture, oversensing, a drop in sensing, and high pacing impedance; the latter of which triggered an alert. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.